Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received a software error. The customer's blood glucose level was 100 mg/dl. The customer also reported that the lip ring on his insulin pump was broken but the reservoir was able to lock into place when inserted inside the reservoir. The customer was assisted in troubleshooting. The customer also reported that the button key was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.